Event description:
The physician decided to replace the pump due to field action related to potential for reduced battery performance. No eri occurred. No low battery resets were seen. The pump was removed prophylactically. The pt recovered with sequela. The device system was used to deliver morphine and clonidine.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed s2 corrosion and/or mechanical wear. Extensive residue and corrosion was seen throughout the interior of the s2, in the motor and in the pump head area. Examination of the info in the initial printout and the initial read showed some short term stall/recovery events; no stalls seen during testing.